Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases and the device has a broken shell. A weight test of the device verifiedthe device to be underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken edge in the side posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: product concern

Event description:
Healthcare professional reported product concern. Additionally, healthcare professional noted a right side implant rupture. Device has been explanted.